Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The tse recommended running the ventilator on test lung. The customer reported to have run the unit overnight on a test lung and was unable to duplicate the reported issue. The unit passed all tests and calibrations and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that during patient use, an 840 ventilator generated a severe occlusion alarm resulting in the patient being removed from the unit and placed on an alternate ventilator. There was no reported patient injury.